Event description:
New information received indicated that noise complaint was on the ra lead. During ra lead extraction, rv lead was accidently dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was explanted due to noise. No further information is available.